Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5116039, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient had inadequate stimulation. X-ray was taken and the result showed that the lead had migrated. The patient underwent a procedure wherein the lead was revised and a new lead was added. The patient was doing well postoperatively.